Event description:
Screw tower disengaged from screw. The metal tip of the screw tower that holds the screw onto the tower one side broke off. There was a significant delay in the surgery. Patient outcome: okay.